Event description:
Complainant alleged that during set-up of the device prior to being used on a pt, the device powered on without display. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product and this complaint is still under investigation.